Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
It was reported that the reservoir compartment did not hold the reservoir. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.